Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that cardiac resynchronization therapy defibrillator (crt-d) implanted with this atrial lead was showing a fluctuation in impedance measurements. Some measurements were high and out of range. However, typically impedances have been in the 500-600 ohm range. Technical services discussed a potential for developing a lead fracture and recommended testing the lead while doing patient arm movements to observe any acute rises in impedances. Technical services recommended monitoring issue for now since pacing and sensing functions were normal.